Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. A firmware download restored normal device function. No patient symptoms were reported.